Manufacturer narrative:
This product has not yet been returned for analysis. This report will be updated should additional information become available or if the product is returned and analysis is completed.

Event description:
It was reported that during a review of device data for a potential lead issue with a competitors right ventricular (rv) lead, it was observed that this pacemaker was exhibiting premature battery depletion. Battery diagnostic data indicated that the power consumption of this device had been increasing during the past year. The current power consumption was about twice as high as expected for the given settings and pacing percentage. Device replacement was recommended. The field representative later confirmed the device was explanted and replaced with a competitors product. No adverse patient effects were reported.

Manufacturer narrative:
This product has not yet been returned for analysis. This report will be updated should additional information become available or if the product is returned and analysis is completed. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case, and the source of the hydrogen was a liner component within the device.

Event description:
It was reported that during a review of device data for a potential lead issue with a competitors right ventricular (rv) lead, it was observed that this pacemaker was exhibiting premature battery depletion. Battery diagnostic data indicated that the power consumption of this device had been increasing during the past year. The current power consumption was about twice as high as expected for the given settings and pacing percentage. Device replacement was recommended. The field representative later confirmed the device was explanted and replaced with a competitors product. No adverse patient effects were reported.